Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump and shutting off. The customer's blood glucose level was 300-400 mg/dl. Manual insulin injections were administered to address elevated bg level. Customer reverted to an alternate method of insulin therapy.